Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad of insulin pump did not work and loud alarm without any error on the screen. Customer replaced battery 3 times but it did not help. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed self test and displacement test. No unexpected audio or beep or vibrate anomaly noted during testing. (B)(4).